Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that when the patient met with their healthcare professional on the day of this report, impedances were all measured to be elevated. The following impedances were measured: c-0 = 27,397 ohms, c-1 = 31,829 ohms,c-2 = 33,884 ohms, c-3 = 34,630 ohms, 0-1 = 4,142 ohms, 0-2 = 6,536 ohms, 0-3 = 7,754 ohms, and 1-3 = 5,155 ohms. The implantable neurostimulator (ins) was off when the hcp initially interrogated it. The patient felt no shocking and they were comfortable when the ins was turned on. There were no notable changes in therapy and the patient had no falls or trauma. A follow up appointment was scheduled for two weeks and if the impedances stayed the same, the patient was going to get x-rays to see if there was any damage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.